Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it was not in its original packaging. The bending tool and slotted cannula were still unopened. The distal end of the needle has fractured from the device and was not returned. No sutures or anchor were returned with the device. The customer has bent the device within an appropriate position. There is a small amount of debris on the shaft. That actuator is in its original position. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during acl reconstruction and meniscus repair procedure, the needle of the fst fix flx rev crvd broke when inserted in the joint. The broken needle was completely removed from the meniscus. Procedure was completed, after a non-significant delay, with a back-up device. No other complications were reported.